Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, the pump displayed "a message about not recognizing the alarm" with no audible alarm tone. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.